Event description:
The following problems with the abbott pain manager ii apm ii (hereinafter "pump") have been identified: 1. General problem - the instructions in the mfrs' operators manual conerning how to clear the previous pt's history and treatment are incomplete and inaccurate. The pump maintains info concerning the amount of medication received and the pt's use of the bolus cord. Pain mgmt orders are renewed and revised based on data that is retrieved from the pump. A recurring problem is that data from the previous pt is carried over to the new pt, despite strict adherence to the guidelines provided by the MFR. Any data carried over from the previous pt leads to false assessments of how much medication the current pt has received and the current pt's use of the bolus cord. This misinformation could result in pt harm. Specifically, when the pump is turned on, it self-tests then prompts the user to "clear hist & rx yes or no." If the "yes" button is pressed, a screen will appear briefly, "history and rx cleared." The program and history should then be cleared. However, if the pump is turned off with the keypad in the "locked" mode and the user tries to clear the "history and rx" it is very difficult to do so. If the user then tries to "unlock" the pump, the next prompt on the screen is "press run/stop to infuse." This function then initiates the last program and usage data from the previous pt. The section "turning on the pump" in the operator's manual does not warn the user that the "new program" function must not be used if the pump is to be cleared completely. The user is not told that the screen "history and rx cleared" in that function does not mean that the history and rx have been cleared. In sum, the screen "history and rx cleared" has inconsistent meanings that are not clearly defined in the operating manual. The MFR has since provided supplemental verbal instructions to address this problem. The verbal instructions are that if the keypad is "locked," the user must turn on the pump, unlock the keypad, turn off the pump, and turn on the pump again and then clear the pump of data. However, if a user has not had the benefit of the verbal supplement and relies on the operator's manual, which is unclear and incorrect, pt harm could result. 2. Specific problem - faulty bolus cord led to spontaneous bolus without pt or practitioner request. No pt harm.